Manufacturer narrative:
Based on the information provided, it is indeterminable as to what caused or contributed to the bowel injury sustained by the patient. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was found to have sustained a bowel injury that required repair. The patient also required a colostomy bag for over a year. It is unknown what caused the damage to the patient¿s bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories, and it was not reported that the da vinci surgical system, instruments or accessories caused the patient¿s injury.

Event description:
It was reported that during a user research session, a patient¿s bowel was allegedly injured while undergoing da vinci-assisted prostatectomy procedure. As a result, the patient ended up with a colostomy bag. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: on (B)(6) 2009, during a da vinci-assisted total prostatectomy surgical procedure, the patient experienced a bowel injury. As a result, there was a secondary surgical procedure within a couple of days to repair the bowel injury. It was reported that a segment of the bowel was resected as a part of the repair. The patient then had a colostomy bag for over a year. The patient had stated to the initial reporter that "he thought he remembered something about it being a common injury and he thought it had something to do with an assist." The initial reporter stated that she does not recall any allegation that an isi device caused or contributed to the injury or that an isi device malfunctioned. There is no additional information available at this time.